Manufacturer narrative:
Previous complaints from legal representation were filed in bulk. MDR # 2125050-2013-00405 and MDR # 2125050-2013-00406 were filed for known products, however, reporting for unspecified female pelvic mesh product was inadvertently overlooked. Item number fph-mesh-unknown was created to document unspecified female pelvic health mesh product. This MDR is filed to address this fph unknown product associated with the bulk reporting. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, multiple patients (60 listed) : two implanted with coloplast aris mesh product, one implanted with coloplast supris mesh product and one implanted with coloplast fascia lata mesh product. Later patients experienced physical injuries, pain, disfigurement, physical impairment, psychological injury and progression of existing conditions.